Event description:
It was reported that the ilet display screen shattered, rendering the device locked and unusable; the user transitioned to backup therapy, a replacement was arranged, and the original device is expected to be returned. Symptoms included no injury. Outcomes included no alerts or alarms and a temporary interruption of normal device use with a switch to alternative therapy. Investigation included customer interview, verification of serial information and shipping details, and initiation of device return for evaluation. Investigation of this case revealed damage consistent with external physical impact to the display assembly, resulting in loss of touchscreen function and inability to unlock the device. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage leading to screen failure.